Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been returned and evaluation has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of belt (B)(4) is currently underway. Based on the downloaded software flag, there is no information to suggest the equipment caused or contributed to the patient's death.

Event description:
It was reported the patient passed away on (B)(6) 2017. The patient was wearing the lifevest at the time of collapse on (B)(6) 20177. The cause of death is unknown. The device properly detected asystole and delivered twelve treatments on (B)(6) 2017 between 06:57:23 and 07:10:43. Asystole is considered a non-treatable, non-life sustaining rhythm. CPR was initiated by the patient's father. CPR artifact contributed to the false detection. There is no alleged deficiency. There is no allegation that the device caused or contributed to the patient passing. There is no information to suggest the device caused or contributed to the patient's death.